Event description:
The customer reported the device displayed the 'device error, service required', and pads cable failure message. There was no report of patient involvement.

Manufacturer narrative:
(B)(4). The customer reported the device displayed the 'device error, service required' message and pads cable failure message. There was no report of patient involvement. The device was evaluated at the customer's site by a philips field service engineer who replaced both the therapy cable and the therapy port. Based on the customer's reported symptom, we consider this a malfunction related to a failed electrical connection between the therapy cable and the therapy port.